Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the catheter broke 5cm below the proximal end. The catheter was placed on (B)(6) 2012 and was removed on (B)(6) 2012 with no consequence to the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.